Manufacturer narrative:
Heparin tubing, therapy date (B)(6) 2019. The customer¿s experience of a heparin overinfusion was confirmed in the pcu event log. The pcu event log shows pump module s/n (B)(4) was in use and infusing heparin 25000 unit in 250ml (drug ID (B)(6)) at a rate of 20ml/hr when the device alarmed for patient side occlusion at 12:02 am on (B)(6) 2019. The log then shows the user selecting the up arrow key, which increased the rate from 20ml/hr to 21ml/hr, prior to restarting the infusion. The pump module ran at 21ml/hr for 1 hour and 24 minutes with 28.205ml recorded as delivered during this period, before the user changed the rate back to 20ml/hr. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the heparin overinfusion was user error.

Event description:
It was reported that a new bag of heparin (25,000 units /250 ml) programmed at a rate of 20ml/hr (2000units/hr) was hung on (B)(6) 2019 at 0403. Multiple occlusion alarms occurred as a result of the patent's arm position; causing the tubing to bend. The nurse tried to reposition the arm but did not pause the infusion during the repositioning. After a routine lab draw the device again alarmed for occlusion alarms; at that time the nurse noticed that the rate was on 21ml/hr instead of 20ml/hr, 100 units over the desired dose. The rn checked the device history and noticed between 0005 to 0128 the rate was infusing at 21ml/hr. Labs were drawn immediately at 0128: hal 0.21; ptt 72.9, which was significantly higher than the previous labs drawn for this patient. The rn then removed the devices and transferred the tubing to additional devices to continue the infusion. There was no patient harm reported.